Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the catheter used during the procedure had an expired used before date. The catheter was used and discarded. No patient complications have been reported as a result of this event.